Manufacturer narrative:
Visual assessment of screw confirmed the breakage. The user indicated a 9x30mm screw but what was returned was a damaged 8x30mm instead. The distal thread is broken and missing small pieces. The major diameter and wall thickness of the screw was measured and found to meet print specifications for an 8x30mm screw. No root cause could be determined with confidence. No relationship could be established between manufacture of the device and the event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the 9x20mm biosure ha broke during implantation in a reconstruction of the anterior cruciate ligament. It was reported that the head of the anchor broke. The anchor was removed and a backup was used to complete the procedure. It was reported that no additional bone holes were required. No procedural delays or patient injury were reported.